Manufacturer narrative:
The report¿s strips were provided for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 2.1 - 3.3 inr): qc 1: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
The customer's test strips were requested for investigation and replacement product was sent to the customer. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Initial reporter occupation - the occupation is lay user/patient.

Event description:
It was reported that a patient received discrepant results when testing with coaguchek xs meter serial number (B)(4). A sample from the patient was tested using meter serial number (B)(4), resulting in a value of 3.9 inr. A second sample collected from the same fingerstick was then tested using the nurse's coaguchek xs professional meter (serial number unknown), resulting in a value of 3.9 inr. At the same time the meter tests were performed, a sample from the patient was tested in the laboratory using neoplastin reagent on a stago analyzer, resulting in a value of 2.6 inr. On (B)(6) 2021, a sample from the patient was tested using meter serial number (B)(4), resulting in a value of 2.5 inr. A second sample collected from the same fingerstick was then tested using the nurse's coaguchek xs professional meter (serial number unknown), resulting in a value of 2.8 inr. At the same time the meter tests were performed, a sample from the patient was tested in the laboratory using neoplastin reagent on a stago analyzer, resulting in a value of 1.9 inr. In both instances, the same fingerstick was used to collect samples from the patient used for the measurements performed on the nurse's meter. Per product labeling: "note: if you need to repeat a test, use a new test strip and lancet, and a different finger". The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is weekly.